Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (resetting) has been confirmed. As received, the battery charger/modem was unable to charge a battery pack. Upon evaluation, the q1 current-controlling transistor on the charger bedside board was shorted. The cause for the resetting was the shorted q1 component. The root cause for the shorted component cannot be positively identified. No adverse event resulted from the defective battery charger/modem.

Event description:
A zoll distributor returned battery charger/modem sn (B)(4) to report that the charger/modem was resetting.